Manufacturer narrative:
Batch review performed on 14 november 2019. Lot 152212: 77 items manufactured and released on 06-jul-2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, 77 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager. Femoral component (stem, head and liner) revision performed 4 years after primary cementless total hip arthroplasty in (B)(6) woman. No information concerning patient general health status and the presence of comorbidities is available. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery performed 4 years after primary surgery due to aseptic loosening. Stem and head have been revised.